Manufacturer narrative:
(B)(4). The complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a revascularization of the superficial femoral artery (sfa), the physician felt that the jetstream&#59416;c atherectomy catheter lost aspiration. It was noted that the catheter was occluded as the tubing had no flow/movement. The procedure was delayed by 90 seconds. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is fine.